Manufacturer narrative:
One device was returned for repair in used condition. The device was decontaminated, and the device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. Service history review identified that the device was last serviced 08-oct-2018 for an issue related to case damage @ battery port. The reported problem, system fault, was verified by functional inspection. The cause is due to an intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.